Event description:
Event reportable based on product analysis completed on (B)(6) 2010. It was reported that during an interventional procedure, a wallstent placehit stent would not deploy. The pullback mechanism was bent. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "stable." This product is only ous approved but it is similar to an approved us device. However, product analysis revealed stent damage.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The shaft is kinked at 30 mm distal to the t-bar connector. No other issues were noted with the profile of the device. During analysis when an attempt was made to retract the outer sheath a resistance was met and the outer sheath broke in the location of the kink. It was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the mounted stent and the inner lumen and stent were withdrawn from the outer sheath. It was noted that the distal stent wires were damaged and the proximal end of the inner lumen was kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4)